Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed a battery indicator. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016. The patient manages her diabetes with metformin and glibenclamide pills and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2016 she developed symptoms of ¿dizziness, tiredness and cold.¿ during follow-up the patient confirmed that she could not perform a blood test on the subject meter due to the alleged issue and her sugar went ¿too low¿ which prompted the patient to visit an emergency room on (B)(6) 2016 where she had a blood glucose test performed on a clinic meter which gave a result of ¿44mg/dl.¿ the patient reported that whilst in the emergency room she received treatment with insulin. During troubleshooting the cca noted that the meters batteries did not require replacing and that there was no apparent misuse of the device. Product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.